Manufacturer narrative:
Age at time of event 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in a box with a kink observed in the imaging window distal tip assembly at 102.8cm from femoral marker at distal side. The guide wire exit port was lifted 1.0mm. A test guide wire (0.014") was inserted and no indication of resistance in tracking the guide wire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck to a stent. The atlantis sr pro imaging catheter was being removed from an unspecified lesion when the physician felt resistance. The physician felt the catheter was stuck on an unspecified manufacturer's stent. The catheter was removed in a careful manner. After removal it was noted the catheter tip was kinked. The procedure was complete with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck to a stent. The atlantis sr pro imaging catheter was being removed from an unspecified lesion when the physician felt resistance. The physician felt the catheter was stuck on an unspecified manufacturer's stent. The catheter was removed in a careful manner. After removal it was noted the catheter tip was kinked. The procedure was complete with another same device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.